Manufacturer narrative:
H3 ¿ the pump and a portion of the catheter were returned for analysis. Analysis of the pump found ¿failed lab dispense test ¿ above spec¿. Analysis of the catheter found ¿no significant anomaly - catheter body torn or broken or melted at or after explant ¿ did not affect infusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient with an implantable pump for spinal pain and peripheral causalgia. The pump administered the following medications: clonidine (concentration: 300 mcg/ml, dose rate: 145 mcg), bupivacaine (concentration: 20 mg/ml, dose rate: 9.7 mg), and morphine (concentration: 3 mg/ml, dose rate 1.4 mg). It was reported the patient was in for normal end of service (eos) pump replacement. The patient reported in pre-op that her boluses were positional, that she could feel the effects when she gave herself a bolus standing and couldn¿t feel the effects if she gave herself a bolus while sitting. It was further noted that the healthcare provider office would get 3 to 8 ml more of out of her pump at refills than what they should have been getting. In the operating room (or) the physician aspirated the catheter via the catheter access port (cap) but did not get optimal return. The catheter was revised. The physician replaced the original pump segment in its entirety with a revision kit. Once attached to the new pump, the physician was then able to aspirate the catheter via the cap without issue. Environmental/external/patient factors that may have led or contributed to the issue were noted as being unknown. The portion of explanted catheter was in the possession of the hospital and was to be returned to the manufacturer. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. No further patient complications have been reported as a result of this event.